Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited oversensing of myopotentials. The device was reprogrammed and remains implanted. The patient was in good condition following the event.